Event description:
I was implanted with essure in (B)(6) 2013, within two months I was having rashes and lifted skin sores on my eyes, neck and hands. I consulted an allergist in (B)(6) 2013. (Dr (B)(6)) and he tested me for my allergies, which I was allergic to many things including nickel. He referred me to a dermatologist in (B)(6) 2013 (dr (B)(6)). She gave me steroid injections that would clear the rash for a short amount of time, then I would have to go back. After 6 months of steroid injections I was sent to (B)(6) hospital for a skin biopsy that proved I had an extensive severe allergic reaction. This allergic reaction happens regularly along with abnormal menstrual cycles, bloating in the abdomen, headaches and fatigue.